Event description:
The glue in my omnipod lost its glue because I sweat doing my chores in the yard. I didn't realized it and my blood glucose came up way too high. Started getting sick and I realized what happened.